Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. The returned sample was received in the decontaminated conditions without its original packaging. Visual inspection found no damage or other discrepancies on the filter that could create a leak. Functional testing was unable to confirm or replicate the reported event. No leaks or defects were found in the analyzed sample. The root cause was unable to be determined as the reported event was unable to be confirmed. The DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported that there was leaking tubing. The patient indicated to the reporter that the tubing was leaking on either side of air filter. Air filter not damp at reporter's visit, but the paper towel patient had wrapped around it is damp with clear fluid. Tubing changed out and new IV bag applied and problematic tubing retained. There was no patient injury reported.